Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that the implant was explanted due to rejection after implant with it noted that the patient had a less than 50% symptom reduction. It is unknown what the cause of the issue or what troubleshooting was performed. No further complications are anticipated.